Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with an infection. The right ventricular lead was explanted and replaced with a dual chamber leadless pacemaker system. There was no allegation from a healthcare professional that the infection was caused or contributed to by an abbott related device or procedure. The patient was stable.